Event description:
The tech alleged that the side rail could not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail missing the shoulder bolt. The tech replaced the side rail shoulder bolt to resolve the issue.